Manufacturer narrative:
Other applicable components are: product ID: 3889-28, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient noted when she got the device implanted, everything was great. She thinks the stimulation was at 1.9, she went to the bathroom fine, and everything was great. The patient slipped and fell twice, not due to the device, and it broke the stimulator. Due to this, she had to have the device re-implanted and from that point on, she has never felt the stimulation. There were no further complications or anticipations reported with this event. [Refer to (B)(4) for information related to pp issues and stim issue/stim off; weight gain].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.